Event description:
Device 1 of 2. Reference MFR report number: 1627487-2013-08016. It was reported the pt was experiencing intense pain in the right flank at the ipg site. Pt was receiving injections for the pain treatment but the relief only lasted for approximately 8 hours. It was also noted the pt was having ineffective pain relief since her implant date along with constipation and unintended stimulation. So, the pt stopped using the device 4 months ago and had not experienced constipation since then. Follow-up info stated the pt does not want to be reprogrammed and wanted the sys to be explanted. No further info was available at this time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.